Manufacturer narrative:
(B)(4). Additional information requested and received: during a conversation with the surgeon, it was stated that the events occurred over the last 4 yrs. The surgeon commented that the events reported were more his observation and not specifically a device issue. The blood clot would form on the j-j anastomosis and the patient would develop a bowel obstruction a few days later. He has not seen this issue in any roux en y procedure previously while using reloads prior to the gripping surface technology. No staple formation issues were observed during any of the procedures as well as the reoperations. White reloads were utilized with the triple staple technique used. The surgeon stated that he always waits 15 seconds prior to firing and uses the same technique is all cases.

Manufacturer narrative:
(B)(4). Additional information requested and received: what reload code/color was used for the gastro-jejunostomy? Blue ¿ we use a covidien stapler because of bleeding issues with the ethicon stapler. I¿ve discussed this with ethicon engineers in the past. What reload code/color was used for the jejunostomy? White. What was the location of the blood clot? It was obstructing the jejunostomy. What was the bmi of the patient? The 5 patients had bmis between 38 and 47. Did the patient have any coagulopathies or other history that increased their risk for bleeding? No, but they all were receiving standard post op subcut heparin, 5000 units tid. What was the primary procedure date? I don¿t have time right now to look them all up. How long after the primary procedure did the patient develop the blood clot? They all developed them while still hospitalized for the procedure. They were usually clinically evident as an obstruction late on pod1 or on pod2. Was any bleeding noted during the primary procedure? No. Were any staple formation issues noted in the primary procedure? No. Was an endoscopy performed after the primary procedure? If so, what was the result? Yes, they were all negative for bleeding. How was the blood clot detected? CT scan. Were any staple formation issues noted in the reoperation? No. What was done during the reoperation? The anastomosis was resected and recreated in all but one. In that one, an enterotomy was made in the common channel, the clot was removed, the bleeding had stopped and the enterotomy was sewn closed. What is the current patient status? All are fine although 3 had hospital stays greater than 7 days.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What reload code/color was used for the gastro-jejunostomy? What reload code/color was used for the jejunojejunostomy? What was the location of the blood clot? What is the surgeon¿s experience with this procedure and product? What was the bmi of the patient? Did the patient have any coagulopathies or other history that increased their risk for bleeding? What was the primary procedure date? How long after the primary procedure did the patient develop the blood clot? Was any bleeding noted during the primary procedure? Were any staple formation issues noted in the primary procedure? Was an endoscopy performed after the primary procedure? If so, what was the result? How was the blood clot detected? Were any staple formation issues noted in the reoperation? What was done during the reoperation? What is the current patient status?

Event description:
It was reported that after a laparoscopic gastric bypass procedure the patient developed a blood clot that obstructed the passage of food. The patient was reoperated on, though it was unknown what was done for the patient during the reoperation. No buttressing was used during either procedure, but it was unknown which reload was used in either.